Event description:
Customer reported pump is alarming "check battery" when there is no problem with the battery. No patient involvement has been reported at this time. Pump will be sent to baxter repair center for evaluation.